Manufacturer narrative:
This complaint consisted of duplicate information captured in other complaints. As a result of this 9610847-2018-00475 is being cancelled and is null and void.

Event description:
It was reported with the use of the bd q-syte¿ luer access split-septum stand-alone device there were 2 occurrences of during flush the blood returns remaining stationary in device. This happened once with lot# 7272682 and once with lot# 7209844.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7272682. Medical device expiration date: 2022-09-30. Device manufacture date: 2017-10-11. Medical device lot #: 7209844. Medical device expiration date: 2022-07-31. Device manufacture date: 2017-08-22. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd q-syte¿ luer access split-septum stand-alone device there were 2 occurrences of during flush the blood returns remaining stationary in device. This happened once with lot# 7272682 and once with lot# 7209844.